Manufacturer narrative:
There were no adverse effects reported to the pt. No other pt, vessel, lesion or procedural info is available. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Add'l info will be sent within 30 days upon receipt.

Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the left superficial femoral artery a balloon rupture occurred. There were no anomalies noted during product inspection or when prepping device. The vessel was neither tortuous nor calcified. Femoral artery was accessed and a catheter sheath introducer was placed in the vessel. The opta pro balloon was introduced and positioned over the wire into the left superficial femoral artery. An indeflator was use in procedure however the report indicated that at 6 atm and 60-second inflation duration the balloon had a longitudinal burst. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another opta pro balloon to end procedure successfully.